Manufacturer narrative:
Investigation summary it was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was noted that the hemostatic valve was pushed inside the sheath. The hemostatic valve was pushed into the handle while the physician was assembling the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium prior to use on the patient. The hemostatic valve did not break into pieces nor became detached from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved. There was no patient consequence. Device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed for the finished device 00001158 number, and no internal actions related to the complaint was found during the review. Customer complaint is confirmed. The root cause of the valve separation could be related to the procedure; however this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On february 13, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, it was noted that the hemostatic valve appeared to be dislodged inside of the hub. The brim cap and friction ring remained intact. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The photograph investigation was completed on january 7, 2020. According to the pictures provided by the customer, the hemostatic valve was observed pushed inside the brim cap. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified.  The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was noted that the hemostatic valve was pushed inside the sheath. The hemostatic valve was pushed into the handle while the physician was assembling the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium prior to use on the patient. The hemostatic valve did not break into pieces nor became detached from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved. There was no patient consequence. The hemostatic valve issue was assessed as a MDR reportable malfunction.